Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump unnecessarily activated threshold suspend due to a sensor inaccuracy. The patient's sensor glucose was 50 mg/dl and his blood glucose was 154 mg/dl, and the customer's suspend limit was 60 mg/dl. The customer needed assistance resuming the pump since his doctor advised him not to go off the pump for more than 45 minutes due to the patient's liver transplant. The customer was advised on how to clear the alarm and resume basal delivery. No products were shipped or returned.